Manufacturer narrative:
The customer indicated that it was observed that alkaline buffer was under the instrument. The customer found that the alkaline buffer top line to the damper had popped off. The customer reseated the tubing and no further leaking was observed. The customer also stated that the electrolytes were failing calibration after troubleshooting the alkaline buffer leak. A field service engineer (fse) was dispatched and observed that the ratio pump fluid tubing was disconnected from the ratio pump. The fse rerouted the tubing and primed the system. The fse indicated that this was a customer induced issue as the customer had performed maintenance and inadvertently disconnected the tubing and did not properly route the tubing when it was reconnected. A health check was performed by fse and instrument passed. The repairs were verified per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that fluid was leaking at the bottom of the unicel dxc 600 pro synchron chemistry analyzer. No injury or operator exposure was reported.